Event description:
Adverse event: unk, possible miscorrection. Malfunction: programmed incorrectly by user facility; user error. A laser operator reported a case that was performed while the vertex distance, programmed by the laser operator unintentionally, was at zero on one pt's right eye. The same pt's left eye was correctly programmed at a vertex distance of 12.5, before proceeding to surgery. It was reported that the physician was aware and understood that a data entry error had occured by the laser technician. The data entry error is what caused the vertex distance to be set at zero. The pt was reported to be doing well and there was no harm or injury reported for this pt, due to the reported event.

Manufacturer narrative:
Determination of root cause: assessment: logfile review indicated that one eye had been treated at vertex distance of 0 mm. The case was shown to be completed, without any system generated errors or messages. Laser performed with specifications, through out the procedure. The surgeon indicated that the pt had not suffered harm or injury from the reported event. Conclusion: the root cause of this event was user data entry error, when programming the treatment. The user realized the error, evident from the corrected intended vertex distance used for all other procedures on the day the event occurred. (B) (4)